Event description:
Patient was seen in the lvad clinic and stated his heart ware vad controller had been flipping power sources, before the battery was depleted. He noticed this happening when battery was used. He denied any symptoms at time of event. Patient's battery in question was removed, and was given a new battery. Hvad log files were sent to the company, a complaint form regarding battery issue was sent to the company.